Event description:
It was reported that noise was observed on the atrial lead. It was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Reliability laboratory technician, not applicable. - st. Jude medical (B)(4) reliability laboratory. No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the lead was returned in two pieces. The insulation was abraded at 36.7 cm to 37.1 cm from the distal tip. Abrasions are consistent with constant friction with another implantable device.